Event description:
The rptr stated that she did a meter to lab comparison, within ten mins of each other. Her meter reading was 83 mg/dl, and the result of the lab test was 116 mg/dl. She did not have any symptoms. No control solution test was done since rptr did not have necessary supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8